Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This regulatory report is part of an unplanned outage in the FDA gateway that occurred on december 13 or december 14, 2023. The current regulatory report is submitted with the latest information available at the time of submission. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, missing display window cover and cracked case behind the pump at the battery compartment during the visual inspection. Thump software was utilized and downloaded trace/history files properly. In further analysis of the pump history found multiple pump error 38 alarm on 11/19/2023 from 00:29:45.000 until 00:32:12.000. Pump alarmed pump error 38 during the rewind test. Unable to perform the prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 38 alarm. Pump was cut open to perform visual inspection and found corroded motor home switch. Swapping out test motors confirms pump error 38 alarm isolated to the motor assembly. Pump error 38 alarm confirmed due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed). Troubleshooting was performed and found that the customer was able to clear the alarm but not able to rewind the pump. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump and the device will be returned for analysis.